Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery (rca) extending to the distal rca. Pre-ivus and pre-dilation were performed. A 3.0x38 promus element stent was deployed in the distal rca. The 3.5x32mm promus element plus coronary drug-eluting stent delivery system (sds) was then deployed in the mid rca at 11atms. Post-dilation was performed with the balloon of the sds. During the first inflation, the balloon ruptured at 16 atms. The device was removed intact and the stent was post-dialted with a non bsc 3.5 balloon. There were no patient complications reported and the patient's status is good.